Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery and during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.